Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed occurred. The greater than 70% stenosed target lesion was located in the non-calcified and mildly torturous mid right coronary artery. The desired rotational speed ranged from 160,000rpm to 180,000rpm, however, the speed of the rotablator console was noted to fluctuate between 125,000rpm and 200,000rmp. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluation by manufacturer: the rotablator console was received for analysis. Visual inspection of the console revealed a broken void seal, marks/residue on the cover and front panel label, a cracked turbine pressure gauge lens, scrapes around the turbine pressure knob, damaged dynaglide connector, loose power led, and a gouged rubber foot. Dynaglide and turbine modes were tested and confirmed to reach and maintain typical operational speeds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed occurred. The greater than 70% stenosed target lesion was located in the non-calcified and mildly torturous mid right coronary artery. The desired rotational speed ranged from 160,000rpm to 180,000rpm however the speed of the rotablator console was noted to fluctuate between 125,000rpm and 200,000rmp. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is listed as stable.